Event description:
There was a foul burning smell coming from hfov along with excessive heat noted by touch, also noted that the piston was unable to be adjusted. New hfov placed on patient. Set at previous settings. Wiggle noted to be improved and vitals remained stable and transcutaneous oxygen measurement (tcom) reading was significantly lower than when on previous hfov. Arterial blood gas (abg) obtained and confirmed co2 was lower. Proper changes made to correct abg.

Event description:
There was a foul burning smell coming from hfov along with excessive heat noted by touch, also noted that the piston was unable to be adjusted. New hfov placed on patient. Set at previous settings. Wiggle noted to be improved and vitals remained stable and transcutaneous oxygen measurement (tcom) reading was significantly lower than when on previous hfov. Arterial blood gas (abg) obtained and confirmed c02 was lower. Proper changes made to correct abg.